Event description:
It was reported that during a supply change the user pressed and held to deliver approximately 88 units without observing drops, then repeated up to 40 units without drops, after which insulin was felt leaking at the cartridge-to-connector interface; the cartridge was full, the connector was secured, and the user confirmed connection within the ilet, and the supply change was successfully completed after replacing the cartridge and connector. Symptoms included no adverse clinical effects, with blood glucose reported as 160 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed leakage at the cartridge-connector junction that resolved with replacement of the affected components, consistent with a suspected component connection issue. It was concluded that the event was related to a leak at the cartridge-connector interface, with resolution after replacing the cartridge and connector and completing the supply change successfully.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.